Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient was walking outside and experienced loss of consciousness. A family member took the patient to the hospital and the patient was treated with an unspecified medication (patient couldn`t remember). At an unspecified time of the event the cgm was reading 130 mgdl and the blood glucose reading was 465 mgdl. The patient was discharged after one day. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No data was provided for evaluation. At the time of the report the patient was in good condition. No other details were documented. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.